Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the a system advisory occurred and the cassette leaked before a procedure. The product was replaced and procedure completed with no patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Complaints of a similar nature have been received and analysis of these similar complaint samples revealed that the system message code was related to a low received signal amplitude (rsa) value. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette and will generate the reported system message code if it decreases below a threshold limit. The consumable cassette¿s manufacturing and assembly process influences the rsa values observed while the cassette is in use. The root cause of the customer¿s complaint for system message code (smc) 3467 and fluid leakage could not be established as the sample was not returned for this complaint. However, the root cause from similar complaints of smc 3467 complaints indicates that the cassette¿s manufacturing process is a contributing factor to the reported event. No action will be taken for fluid leakage as the root cause is not known. An action was opened for low rsa complaints and the root cause was determined. Quality assurance has isolated and identified the major contributor to rsa and has taken action to optimize the component dimensions for the consumable cassette. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).